Manufacturer narrative:
Device was returned by customer to roche affiliate. Device waslost in transport between affiliate and investigation unit and wasunable to be located so no investigation could be performed.

Manufacturer narrative:
The event occurred in (B)(6) . While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported the pump turned of unexpectedly without presenting any sound alarm. No adverse event reported. Requested return of the alleged device for evaluation.